Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the failure of the image sensor unit, defect of the video connector, or defect of the system side. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found due to damage on charge-coupled device unit in endoscope connector, color tone of the image is not proper; (image is magenta or green only). Due to a cut on switch 1, water tightness was lost. Adhesive on distal end had a chip. Switch 1 had a cut. Due to damage on charge-coupled device unit, the specified resolving power is not obtained. The video cable had a dent. The video connector and video connector case were cracked. The universal cord and distal end were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the visera laparo-thoraco videoscope had no image. There were no reports of patient harm.